Manufacturer narrative:
(B)(4).

Event description:
The customer reports a PICC ruptured during CT contrast injection. Patient had contrast extravasation from device failure. Intervention: an antidote was given. The patient condition is reported as fine with no post trauma injury. The customer also reports that the PICC line was flushed with saline prior to start of contrast dye. A high-pressure alarm was given at this time. The device was repositioned, and contrast injected with apparent no alarm issue. Contrast dye was in one port and nor-ephedrine in another port.

Event description:
The customer reports a PICC ruptured during CT contrast injection. Patient had contrast extravasation from device failure. Intervention: an antidote was given. The patient condition is reported as fine with no post trauma injury. The customer also reports that the PICC line was flushed with saline prior to start of contrast dye. A high-pressure alarm was given at this time. The device was repositioned, and contrast injected with apparent no alarm issue. Contrast dye was in one port and nor-ephedrine in another port.

Manufacturer narrative:
(B)(4). The customer returned one 2-lumen PICC for evaluation. The sample contained obvious signs of use in the form of biological material. Visual and microscopic examination of the catheter revealed a vertical slit in the catheter body. The material around the slit appeared stretched, waved, and thin in comparison with the rest of the catheter body. This appearance is consistent with a rupture caused from excessive pressure. The slit in the catheter body was located 388 mm from the distal end of the catheter. The catheter body length and outer diameter were measured and were found to be within specification. All three extension lines were flushed with water using a 10ml lab inventory syringe to functionally test the lumens. The proximal and medial extension lines functioned as expected when flushed and no leaks were observed on the catheter body. When the distal lumen was initially flushed, a blockage was detected in the catheter body. The blockage was removed and identified to be biological material. When the distal lumen was flushed again, water exited both the slit in the body as well as the distal tip of the catheter. A lab inventory guide wire was able to pass through the returned catheter with minimal resistance. A device history record review was performed with no relevant findings. The IFU provided with this kit instructs the user, "ensure catheter patency prior to use. Do not use syringes smaller than 10 ml (a fluid filled 1 ml syringe can exceed 300 psi), to reduce the risk of intraluminal leakage or catheter rupture." The customer report of the catheter body rupturing in use was confirmed through visual inspection of the returned sample. Visual inspection identified a rupture hole in the catheter body. The appearance of the damage was consistent with damage resulting from over pressurization of the catheter during use. A device history record review was performed with no relevant findings. Based on the sample received and the report that a high-pressure alarm was received when the lumen was pressure-injected, it was determined that unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.